Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's pump went into a safe state mode, and a low battery message appeared. The patient's outcome was not reported. Per telemetry strips / pump logs, the drugs being infused were morphine (7.5 mg/ml at 0.0457 mg/day) and bupivacaine (40.0 mg/ml at 0.244 mg/day). The patient's status or outcome was not reported. Additional information has been requested, but was not available as of the date of this report.